Manufacturer narrative:
December 29, 2015 02:32 pm (gmt-5:00) added by (B)(6): visual inspection of a received photograph of the defective chassis can confirm that the housing holes are worn out. The two housing holes are used to lock the ventilator on the shelf base. The missing material around the holes can lead to that the ventilator is not properly fastened to the shelf base. The root cause of the material damage on the chassis has not been determined.

Event description:
It was reported that the housing holes on the chassis, that are used to lock the ventilator onto the shelf base are worn out. There was no patient involvement. (B)(4).